Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the root cause of the reported malfunction was determined to be fiber breakage within the insertion part light guide bundle. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported lights burnt out during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.